Event description:
The customer reported that the insulin pump alarmed motor error continuously during the rewind process. Troubleshooting was performed. The customer stated that the device was exposed to an MRI. Advised the customer to revert to back plan until the replacement of the insulin pump arrives.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the rewind process and the displacement test failed as a result of the motor encoder signal being out of phase. Unable to confirm an error alarm.